Event description:
This rv lead was implanted on (B)(6) 1987 and capped on (B)(6) 2012 due to high impedances and thresholds and low sensing. The impedances were over 2500 ohms. There was also loss of capture at 5-7 volts at 1 ms. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).